Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained oversensing episodes were observed via a merlin.net transmission. Review of the episodes revealed sporatic ventricular oversensing of high frequency signals. The oversensing could not be reproduced in the clinic. The device was reprogrammed and remains implanted.